Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous iliac artery. A 3.50 x 32mm synergy megatron drug-eluting stent (des) was selected for treatment. However, when the stent was loaded onto the unknown guidewire and advanced to the non-boston scientific (bsc) guideliner catheter, the stent shaft snapped. The device was then removed from the non-bsc guidewire, and the procedure was completed with a different device. No patient complications were reported.